Event description:
It was reported that the pt had difficulty recharging and therefore had the entire device system explanted. The device was replaced with a non-rechargeable.

Manufacturer narrative:
(B)(4).